Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection and current leakage testing were performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. During the evaluation, the direct cause of the rite issue of earth leakage failure was determined to be a malfunctioning pump assy due to fluid intrusion. The device was scrapped. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.